Event description:
The report from the affiliate indicated that approximately eighteen (18) months after the index procedure during the follow-up period coronary angiography indicated that one of the cypher select stents implanted during the index procedure was noted to be fractured. The fracture site was reported to be the left main to proximal left anterior descending (lad) coronary artery. However, conflicting information was given stating that the target lesion was the mid circumflex.

Manufacturer narrative:
Additional information obtained indicated that the patient was a male with no known significant medical history. Additional questions were asked due to the conflicting information received but not answered directly. Films of the procedure were sent and referred to in order to resolve the discrepancy. The product(s) are not available for evaluation and testing. The male patient with a past smoking history and recent (but not acute) myocardial infarction (mi) underwent the implantation of two cypher stents and a driver stent to the mid right coronary artery (rca). Approximately 18 months post implant, due to undescribed symptoms, the patient underwent repeat angiogram that revealed a stent fracture. There was no restenosis reported but independent film review noted a small aneurysm. The event was treated with additional stent placement. Conflicting data was submitted by the account. However, the independent film review of the event angiogram helped to clarify the actual event and involved vessel. Indication for the initial evaluation was the recent mi. Angiogram revealed two-vessel disease. The rca was a type c vessel, heavily calcified with 80% stenosis and lesion length of 30mm. The film review further described the vessel as hypermobile to the extent that temporary stenosis would occur due to movement during the cardiac cycle. The lesion was pre-dilated. It appears that the stents were placed in the following order (proximal to distal) 3.5x23mm cypher, 3.5x33mm cypher and 3.0x24mm driver. Per film review the stents overlapped and two fractures were present, one in the proximal and one in the mid stent. An adjunctive high-pressure balloon was used for post-dilatation (pressures unknown). The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Our conclusion is that some contributing factors to the stent fracture are the lesion characteristics and procedural factors relating to the treatment of a complex lesion. The safety and effectiveness of placing a cypher stent into a lesion that is angulated and hypermobile has not been proven. The cause of the aneurysm cannot be determined as the exact location is unclear. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00202 and # 9616099-2007-00203. Please note that this is the initial/final report for this product.